Event description:
It was reported to philips that the geometry does not work. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment procedure when the issue occurred. The procedure could be completed by transferring the patient to another system. The system log files were analyzed and communication errors with the system¿s geometry pc were identified. A philips field service engineer (fse) inspected the system on site and reinstalled the geometry pc software. After reinstallation, the system was returned to use in good working order.